Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2013 with the following findings: the contrast, up and down buttons were intermittenttly unresponsive. The ok button was functional. There was no damage to the keypad. Evaluation revealed that there was contamination under the contrast, up and down button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.